Manufacturer narrative:
Additional serial number included in this report: (B)(4). 2 of 5 devices were returned for evaluation. Evaluation of 2 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. This report summarizes 5 malfunction events where a midwest tradition handpiece would not hold dental burs. There were no injuries in any of the events.